Event description:
The medical facility reported that the erbe argon plasma coagulator (apc) model apc 300 with an electrosurgical unit (esu) model icc 200 e/a (part number 10128-205) [apc/esu system] was involved in a pt incident. The settings were apc forced at 60 watts with a flow rate of 0.8 liters/minute. Argon plasma coagulation was used to treat a pt in an unspecified procedure. However, a perforation occurred and surgery was performed on the pt to address the issue.

Manufacturer narrative:
The account sent the apc/esu system to an independent testing house. The customer reported to us that no problems were found with the units and the system was placed back into service (note: the account does not see any reason to have the equipment inspected/tested further by erbe USA, inc.). No anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no equipment problem was found that would have caused or attributed to the event. No determination as to the cause of this situation could be made. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work at the medical center for their staff will be performed in the future. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.